Event description:
The pt called to report that she was hospitalized. Hospital testing indicated she had a blood glucose of 681 mg/dl (no treatment or other bg were reported). Upon inspection, she noticed the cannula look kinked and that it was above the skin. She mentioned that she was swimming during the time of the event and that she had not bumped or hit the device in anyway. The pod was worn for 48 hours.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the pt's hyperglycemia and hospitalization. The pt also reported that the cannula was out of the skin at the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid - acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." No product lot number was reported therefore no qualification records were reviewed.